Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer successfully loaded a new cartridge on to the pump and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.